Event description:
It was reported that "the cuff didn't inflate and deflate easily during an inflation test before use. Therefore, a new unit was used instead". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff were able to slowly inflate. Although the device slowly inflated, it only took a couple of seconds to become fully inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. Once again, it took a couple of seconds to completely deflate. The et tube was injected with dyed water to test the inflation line. Upon injection of the dyed water, it was found that there was a slight obstruction where the inflation line enters the tube. This slight obstruction caused a delay with the inflation/deflation of the device, but did not prevent the device from being able to fully inflate and deflate. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with a small delay. Although there was a slight delay with inflating or deflating the cuff, it does not affect the functionality of the device. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the cuff didn't inflate and deflate easily during an inflation test before use. Therefore, a new unit was used instead". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 400 samples were taken from the current production (p/n 00003-16 l/n 3163863), the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported "unable to deflate - cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.